Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the software became unresponsive to touch and mouse clicks. Technical services had the representative reboot the system and functionality was restored. There was a 5 minute delay. There was no impact to the patient outcome.